Event description:
It was reported that an ilet device exhibited rapid battery depletion despite overnight charging and showed reduced responsiveness with delayed wake and unlock. Symptoms included no adverse clinical effects reported. Outcomes included the user relying on an alternative insulin therapy without medical intervention or hospitalization. Investigation included troubleshooting and user education, verification of device serial number, and logistical arrangements for replacement and return of the affected unit. Investigation of this case revealed device power performance concerns consistent with low and very low battery behavior. It was concluded, based on previously established findings for similar reports, that the cause was device performance issue related to power depletion.

Manufacturer narrative:
Investigation description. Complaint was confirmed through engineering logs. The device was not charging while on charging pad. The cause for the issue is due to an issue with the mainboard.